Manufacturer narrative:
Section d4: primary UDI corrected manufacturer's investigation conclusion: the reported event of backup battery fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days (28jun2024 ¿ 29jun2024, 01jul2024 per timestamp). Intermittent backup battery fault alarms due to the backup battery not passing load tests were active on (B)(6) 2024 from 11:00:08 ¿ 13:20:30. The backup battery did not pass the load test due to the loaded voltage being over the acceptable threshold as compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2024 at 13:19:52 and the controller was shut down at 13:20:30. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on 01jul2024 stated that exchanging the controller resolved the event. The root cause of the reported event was unable to be conclusively determined through this investigation, a corrective and preventive action (CAPA) has been initiated to further investigate backup battery fault alarms without a known root cause. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the clinic with a backup battery (ebb) fault alarm. The ebb was last exchanged in feb2024. The system controller was exchanged which resolved the alarms. The patient was fine and had no adverse consequences.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.